Manufacturer narrative:
Additional information was received stating that this unit was not repaired and was retired from use.

Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the control board failed. There was no report of patient involvement.